Event description:
The manufacturer received information related to a simplygo oxygen concentrator. The device was sent to a service center due to abnormal noise and not delivering oxygen to the user. The service center reports finding the pca board burnt.

Manufacturer narrative:
H3 other text : device serviced by third party service technician.